Event description:
Our use of the ICU medical plum 360 pumps at low rates develops undetected air in line. We have had numerous sas reports (our safety event reporting system). Biomed has duplicated this using saline and water with various pumps at 1ml/hr for 6 hours which would have approximately 1ml of air in line. We have used 4 different random pumps and duplicated this 4 times. Our hospital elevation is at 3500 ft. Also our chief nursing executive has duplicated this as well as our chief nursing officer for our (B)(6). When we brought this to the attention of ICU medical their rep brought us some microfilters that did indeed take air out of the line, unfortunately a 1ml amount of air being pushed by the pump into a filter at 1ml/hr would take 1 hr to be removed before therapy would continue. On top of that it would lower the pressure towards the patient and in one case the patients blood infiltrated the line. FDA safety report ID# (B)(4).